Event description:
It was reported that: the pt was being adequately ventilated for over 2 1/2 hours after being placed on the ventilator after a CABG procedure. The pt was then moved for a chest x-ray and the user noted that the pt appeared to be working hard during expiration. Visual examination of the x-ray diagnosed the pt with a pneumothorax to the right lung. A chest tube was placed. The pt continued to exhibit the same symptoms. The pt was then placed on another ventilator and the pt's symptoms subsided.